Manufacturer narrative:
Reported event was unable to be confirmed. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. Per persona the personalized knee system package insert and persona the personalized knee system all-polyethylene patella, swelling, joint instability are known potential adverse effects of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: femur cemented cr, catalog #: 42502606202, lot #: 62637084; all poly patella cemented, catalog #: 42540000026, lot #: 62536449; tibia cemented stemmed, catalog #: 42532006702, lot #: 62438461; articular surface fixed bearing cr, catalog #: 42521000413, lot #: 62376869. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00192, 0002648920-2018-00797, 0001822565-2018-06084, 0002648920-2018-00798. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a right knee revision procedure. The patient experienced a shifting-type sensation when standing as well as significant warmth and erythema at the distal aspect of the leg from the ankle to proximal 3 inches. It is also noted that patient has some laxity with valgus stress. Patient experienced cellulitis. Further it was reported that patient has difficulty walking for extended periods of time.